Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the nurse was attempting to move the bed out of an elevator, and the bed's zoom function would not function in reverse, causing the nurse to have to manually push the unit out of the elevator. It was further reported that the nurse strained her back while manually pushing the bed, and she visited a nurse practioner for her strain, who prescribed an unknown medication as treatment. Upon evaluation, it was found that the zoom was not functioning in reverse due to the load cell needing alignment/adjustment.

Event description:
It was reported that the nurse was attempting to move the bed out of an elevator, and the bed's zoom function would not function in reverse, causing the nurse to have to manually push the unit out of the elevator. It was further reported that the nurse strained her back while manually pushing the bed, and she visited a nurse practioner for her strain, who prescribed an unknown medication as treatment. Upon evaluation, it was found that the zoom was not functioning in reverse due to the load cell needing alignment/adjustment.